Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed and duplicated. The assignable cause could not be determined at this time. There was no repair performed for the device. A service history review revealed that this device was not previously serviced prior to this event. A device history review was performed and there was no exceptions observed during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted baxter to report that an infusor pump had all three lights come on and a solid alarm occurred. The event occurred during patient infusion which caused an interruption during delivery. The event occurred in surgery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.